Event description:
It was later reported that the pump was used to infuse fentanyl, morphine and bupivacaine. There was not more than one motor stall noted in the event logs. The motor stall was reported to have occurred on (B)(6) 2015. The cause of the motor stall was unknown. The pump replacement occurred on (B)(6) 2015. The health care professional was titrating the pump back up after replacement.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a motor stall occurred and never recovered. A tube set has exceeded limits warming message was reported to have occurred when interrogation was performed. The actions required as a result of the event include a replacement. Diagnostic methods included checking the logs. The product issue was not resolved and a rotor study confirmed the motor stall was without recovery. The patient¿s status at the time of report was alive ¿ non injury. The patient experienced pain. The location of the issue or symptom was the device pocket. The pump was used to infuse morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009-product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to gear wheel 3. Analysis found corrosion and moisture on gear wheel 3. Analysis found missing teeth on gear wheel 3.